Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned, and an evaluation was completed. During inspection, olympus confirmed the reported event of foreign matter in the biopsy tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was confirmed to be a yellow distal end cap. The root cause of the why the foreign material remained in the device could not be determined. It is unknown whether there was a deviation from IFU in reprocessing steps for the location where foreign material remained. No physical damage was found at the location. The suggested event is detectable and preventable by handling device in accordance with the following IFU: IFU states the detection method in gif/cf/pcf-290 series operation manual "chapter 3 preparation and inspection". IFU states the preventive measure in gif/cf/pcf-290 series reprocessing manual "chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope had foreign material in the channel tube. It is unknown when the issue occurred. There were no reports of patient harm.